Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.